Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha. It was reported that the patient broke her knee 2 weeks ago. 1 week ago, the patient underwent a surgery for the knee fracture. It was confirmed that the patient¿s left hip joint¿s dislocation occurred by x-ray after the surgery for the fracture. The dislocation was seemed to occur when the surgeon tugged in the surgery. On (B)(6) 2020, the revision surgery was performed for the dislocation by replacing the liner (p/n: (B)(4)) and the head (p/n: (B)(4)). The revision surgery was completed, and it was unknown whether there was any surgical delay. The patient is in rehabilitation. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Through examination of provided x-ray images it is possible to confirm the reported allegation. Information provided has stated the event occurred during a surgery for another reason. No product error is suspected. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: there is no evidence or indication that the femoral stem component was a factor in the reported allegation of dislocation. The lot code is also not known. Mre not possible.